Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6009135 have already been previously tested in the complaint (B)(4) on 05-jun- 2025. Test results: the reference samples were visually inspected. All test results were within specifications as per the test report 2107814. The reference samples were static pull of tubing-tubing connector. All test results were within specifications as per the test report 2295909. Device history record (DHR) review: the lot 6006813 was manufactured according to the document work instruction (wi) version 78 on the packing process in the machine 12, on 28/apr/2024, with a total of (B)(4) units. Assembly: the lot 4d03122 and 4d03123 were assembled according to wi version 27 on-line inspection for assembly of quick set both on 27-apr-2024, with a total of (B)(4) units each. The lot 4d03124 and 4d04361 were assembled according to wi version 27 on-line inspection for assembly of quick set both on 28-apr-2024, with a total of (B)(4) units each. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 17/jul/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6009135 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detached from quick release on (B)(6) 2025. The insertion site was thigh. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.